Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed during returned device analysis. The reported difficulty removing the closure device could not be replicated in a testing environment as it was likely based on procedure circumstance. The reported sutures were out of the device a little bit despite the proglide device never being deployed was confirmed as a premature posterior needle deployment. The reported difficulties and treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device via a 6f sheath after a diagnostic procedure. The proglide device was flushed prior to use without issue. Reportedly, no pulsatile blood flow was noted from the marker lumen. Resistance was felt during removal of the proglide device and the device stuck at the skin level. A small nick was made and the skin released and the proglide device was able to be removed from the patient anatomy. Outside of the patient anatomy the sutures were out of the device a little bit despite the proglide device never being deployed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and the technician who was deploying the proglide device is in-training. No additional information was provided.